Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient did not get any pain relief. The patient was programmed over a portion pf the lead that had lifted up. An x-ray was taken to determine if the lead had moved. The bottom of the lead had lifted off the spinal cord. A lead revision was performed. Impedances were all within normal limits as well as afterwards. The patient uses hd programming so they will not know right away if pain is relieved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that about a month to a month and a half after implant, she could not walk, and she got to where the feeling of her broken back started coming back. She slowly started doubling over and it was getting worse and worse. She was back in bed 24 hours a day, vomiting and in excruciating pain. The health care provider sent her for x-rays and told her that the stimulator had slipped, and they needed to go back in and reanchor it (previously reported information indicates that the leads had migrated). On (B)(6) 2018, they moved it and reanchored it. After the surgery, the patient was told that she can go ahead and use it when she wants to, so she did. She waited a week and then when she activated it on (B)(6) 2018, it felt like she was electrocuted, and it was on full force in her right leg. She had to turn it off right away. She has had issues trying to use her system since the revision surgery. The patient has an appointment with her health care provider on (B)(6) 2018. There were no further complications reported at this time. The patient has an issue of piriformis (pre-existing) and fell twice ((B)(6) 2018) so her knuckles and toes were bruised. The patient could not remember if she had fallen during (B)(6) 2018 (she noted that she has short term memory loss).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that was feeling excruciating pain at their fusion site and that they only ever received 20-30% pain relief from therapy. The patient added that they were 'number' from their spine to their left side to their rib cage. It was noted that the patient has pre-existing piriformis muscles on the sciatic nerve and numbing on the feet and legs. The patient has bad muscle spasms at the ins site and they can only walk for 5-10 min before getting back into bed. The patient was talking with their doctor about getting a drug pump implanted. No further complications were reported.

Event description:
Additional information was received from the patient. The patient reported that the cause of the lead placement issue wasn¿t determined. The patient reported that the issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2018. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she got an appointment and met with a manufacturer¿s representative (rep) for reprogramming on 2018-08-10 but when she got home, stimulation was only on one side. The patient reported that the rep activated 3 zones and the patient thought the zones would be l3, l4, and l5 but the zones were all on the left leg, nothing in the spine, nothing in the right leg. The patient reported that she called a rep 3 times and didn¿t reach him but finally did on (B)(6) 2018. The patient reported that she had also called her healthcare provider (hcp) office and had been trying get another appointment for reprogramming but nothing was scheduled yet and the patient was upset and in pain. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165 serial# (B)(4). Implanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient's device didn't cover their lower back pain. Thoracic plane fields show abnormal placement of the surgical paddle lead which needed to be corrected- the treatment plan was to reposition the lead. No further complications reported.